Event description:
It was reported via (B)(4) medwatch report that "pt had upper gi endoscopy, possible stem from ivc filter found in third (3rd) part of duodenum entering through mucosal wall. Pt had exploratory laparoscopy and removal of ivc strut that had perforated duodenum. Two additional struts cut - one (1) in the anterior wall of ivc and one (1) coming out laterally into the inferior pole of kidney.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. Based on the info available, the filter remains implanted. The event investigation is currently underway. Please note that a copy of the facility's medwatch report has been received and was submitted to FDA under uf (B)(4).